Event description:
It was reported that the bd 25g 1in safetyglide needle were clogged. The following information was provided by the initial reporter: customer reports there are not able to expel air to give vaccine, so not able to utilize to give injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-jul-2023. H6: investigation summary fourteen samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Ten samples expelled the solution with a normal flow. Four samples did not expel the solution; these needles are clogged. A device history record review was completed for provided lot number 2025237. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 25g 1in safetyglide needle were clogged. The following information was provided by the initial reporter: customer reports there are not able to expel air to give vaccine, so not able to utilize to give injection.